Manufacturer narrative:
A supplemental MDR is being submitted based on updated information regarding the patient status. Section h10 (narrative) of this report has been updated. The patient was stable and was discharged.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the devices and guidewire), in addition to patient factors (severe lv hypertrophy) may have contributed to the lv perforation and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure for a 23mm sapien 3 valve, a left ventricular (lv) perforation occurred. As reported by our affiliate in (B)(6), during the tavr procedure, due to the severe left ventricular hypertrophy (lvh), the guide wire did not 'fit well in the lv and came off three times'. Due to the potential 'pop up' of the sapien 3 valve, the commander delivery system was advanced with slight tension. The valve was positioned and deployed in the intended position. Post valve deployment, the blood pressure gradually decreased, and catecholamine was initiated, but hypotension (50-60mmhg) persisted. Transesophageal echocardiography (tee) revealed a pericardial effusion and drainage was performed by a small incision. The bleeding did not stop. The wound was expanded to a median sternotomy and the bleeding site was determined. A hematoma and perforation site were identified at the apex. Hemostasis was performed by suturing the mattress. The patient was returned to the ICU under intubation. Per medical opinion, since the gw did not fit well and it was push with a little tension, piercing the apex of the heart with the guidewire after valve deployment. The native annular area measured 420.0 mm2 with moderate valve calcification and moderate aortic root calcification reported. Lvot/subannular calcification was also reported. The stj diameter measured 29.0mm, and the sov measured 36.0mm.